Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports having severe jaw pain extending to head and neck. Patient rested from wearing them and the pain got a little better but came back even worse after wearing the again. The doctor put the patient on medications and said the retainers have injured the jaw resulting in a need for myofascial therapy and medications daily including steroids and muscle relaxers (injections).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.